Manufacturer narrative:
Customer name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported error code 226 and error code 228 during inspection for use involving an olympus camera head. There was no patient injury reported.